Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able to hear with his device. Testing shows that the device has malfunctioned.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. Additionally, device investigation revealed damage to the active electrode likely caused by minute device mobility. The problems described in the patient report appear to match with the investigation findings. This is a final report.

Event description:
The patient suddenly had no access to sound. The patient was re-implanted.